Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus could not evaluate the referenced device. Olympus received the photo of the device and investigated the photo. But olympus could not confirm that the ptfe pad peeling. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Based on the similar cases, there was a possibility that the ptfe pad peeled since the user continued activating output without contacting tissue (including after the tissue cut) for an extended time. And there was a possibility that the ptfe pad was inserted in the jaw when grasping section was closed. Olympus concluded that probe contact with the metal part of the jaw because of the ptfe pad worn. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. The device stopped working and the ptfe pad of the device was partially separated. It seemed that the ptfe pad was seated on the jaw when the grasping section was closed. The surgeon continued to use the device but after about 10 activations, probe damage error occurred. The procedure was completed with another thunderbeat device. There was no patient injury reported.